Event description:
On (B)(6), 2013, the patient¿s mom/reporter contacted animas to report that the animas pump¿s date had switched to 2012. In addition, the logbook was not saving the blood glucose results. The battery reportedly was changed weeks ago. The patient had the battery removed for less than 24 hours and the date and time was not reset. There was no product misuse. The reported issue was not resolved with training. This complaint is being reported due the reported issues, date switch and inaccurate logbook. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found cosmetic damages including worn keypad symbols. A review of the pump download history indicted that time/date reset had occurred. When the pump casing was opened, the internal clock battery was found to be leaking. Unrelated to this complaint, during testing the load cartridge step failed to detect the cartridge. As a result, full testing of the time/date issue was unable to be completed. Investigation further revealed that the force sensor calibration was low and a high force sensor resistance was observed. When the pump casing was opened, contamination was found on the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.